Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was tested and then it would not deflate.

Event description:
It was reported that the balloon was tested and then it would not deflate.

Manufacturer narrative:
The initial reporter's zip code:(B)(6). The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one photo sample noted one opened (with original packaging), lubril sil 350ml single level foley tray with statlock. Visual inspection of the sample noted that the reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.